Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka procedure, the impactor tip is not strong enough and break frequently. The post stayed in the modular journey femoral impactor while the top part broke off. Surgery was resumed after a non-significant delay, with a back-up device. Patient was not harmed.